Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. (Calculated from the date when the system controller was issued to the patient.). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was awakened by a red heart alarm and "connect driveline" was displayed on the system controller screen. The patient tried to call his wife who was 30 min away, and then called 911. The alarm continued and was still sounding when ems arrived. The ems staff reportedly exchanged the patient's system controller to the backup system controller with verbal assistance of the health professional on the phone. When the patient arrived at the hospital, no issues were noted; however, when the system controller was connected it alarmed for a back-up battery fault. A new backup system controller was given to the patient. The patient was a poor historian and the vad coordinator stated that it is unclear what the patient truly saw; however, the patient stated the driveline was disconnected and hanging on the side of the bed. The patient remained asymptomatic during the event.

Manufacturer narrative:
The primary system controller was returned for evaluation. The investigation confirmed red heart alarms for no external power and driveline disconnect upon review of the collected log file. However, the system controller first alarmed with a yellow wrench advisory for a backup battery fault alarm. The backup battery fault alarm occurred as the backup battery had reached its expiration date of 08/01/2015 (reference medwatch MFR report #2916596-2015-01862). The collected log file captured no atypical alarms until a backup battery fault alarm occurred at 00:00 on (B)(6) 2015 according to design. The backup battery fault remained active until the end of the log file. At 00:31 the system controller was disconnected from the power module and connected to external batteries. At 00:32 the system controller was disconnected from external batteries and reconnected to the power module. At 00:45 the system controller was disconnected from the power module and a no external power alarm occurred as no external power sources were connected. The system controller continued to operate on the backup battery until 00:49 when connected to external batteries. The driveline was disconnected at 00:57 and a driveline disconnect alarm was active. At 01:32 the system controller was removed from external power which is consistent with the reported system controller exchange. No difficulty connecting the driveline was reported and ems connected to the backup system controller upon arrival without reported issue. The system controller power cables were manipulated and the system functioned as intended. Upon disconnecting external power sources the system operated on the backup battery. No further information regarding this event was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient did not recall what alarm was received at each point in time and became frustrated when questioned by the vad coordinator about the details of the event. The patient has reportedly been very confused in the past and has a history of misplacing the system controller. It was reported that after connecting the driveline to the backup system controller, ems personnel did not perform any other exchanges or connections to equipment, did not report any difficulty connecting the driveline, and did not report what alarms were noted upon their arrival.